Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer was hospitalized due to diabetes keto acidosis. The customer¿s blood glucose level was unknown. Customer also suffering from memory loss. The insulin pump will not be returned for analysis.